Event description:
The ortho summit processor incubated a plate at a temp that was below the required temp range. Incubation at a lower temp may lead to an incomplete reaction and provide ods lower than expected. This may result in a false negative result is incident occurs undetected. No death or serious injury was associated with this incident.